Event description:
Had perfix mesh plug hernia repair 47 months before. Had chronic, progressive, disabling groin and testicular pain. At time of explantation was found to have congestion and constriction of spermatic cord by shrunken mesh, as well as ilio-inguinal and genito-femoral nerve entrapment by mesh.